Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown. The caller stated that the customer had legal action against medtronic, but was not using a medtronic insulin pump. The customer¿s blood glucose was unknown at the time of death. It is unclear if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller did not indicate if the insulin pump would be returned for analysis.